Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown c/m elbow humeral component with bushing and pin; lot#: unknown g2: foreign: netherlands. G2: literature: macken, a.a., prkic, a. Koenraadt-van oost, I. Et al. Can a single question replace patient-reported outcomes in the follow-up of elbow arthroplasty? A validation study. J orthop traumatol 25, 49 (2024). Https://doi.org/10.1186/s10195-024-00790-2. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. H6: component codes: mechanical (g04) - stem. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial elbow arthroplasty on an unknown date. Subsequently, the patient experienced a periprosthetic fracture and underwent an unknown intervention on and unknown date. Attempts have been made to obtain additional information. No additional information has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.